Event description:
A site reported to rxsight that a secondary procedure was performed to reposition the patient's light adjustable lens+ (lal+, sn (B)(6)) due to decentration.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).